Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model:sc-8336-70. Serial: (B)(6). Batch: 17365110.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge. The patient underwent ipg replacement procedure. During the revision, it was found out that the spinal cord stimulation (scs) lead had high impedances. The physician wiped the lead multiple times and remains implanted and in use. The patient was doing well postoperatively. The explanted ipg was not returned per facility policy.